Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a man ufacturer¿s representative (rep). The rep reported that the patient was charging too often. The rep reported that the patient claimed to be charging for 4 hours at a time. The rep reported that they met with the patient on (B)(6) 2018 because of the long recharging times. It was unknown if this was different than before. The rep reported that when she started a charging session with the patient, she was able to get 4-6 coupling bars. The rep reported that the implant didn¿t seem like it was too deep. The rep asked if this could mean that there was a problem with the recharger. The rep was not with the patient at the time of the call. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that no cause was identified and that they were told four hour charge times were normal. No actions were taken and the long charge times had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient via a representative (rep) was received. Patient stated it took too long to charge. Rep stated that patient felt the ins and it didn¿t appear to be too deep to affect coupling. Recharging time was high, and patient had to recharge every 35 hours as she was on a high dose (hd) setting, typical coupling was 2 bars. They could not troubleshoot due to lack of access to product. Rep had patient call into patient services to troubleshoot ins recharger and determined whether a replacement was necessary. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that when charged she would get 8-6-4-2-0 without moving. The patient reported that she would be charging and would get 4 coupling boxes and then drop to 0 so she would move the antenna. The antenna was repositioned over the ins on the call and the antenna locate feature was reviewed. After using antenna locate, the patient was able to get 4 coupling boxes and then they dropped to 0. The results of troubleshooting was the poor coupling screen. It was noted that the antenna had been replaced and the recharger was working as it should. The patient was currently getting 4 coupling boxes. The patient reported that due to the high-density programming she was needing to charge every 36 hours. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's recharger could not charge past 4 bars. Patient reported the issue was resolved by moving different angles. The patient reported that it was somewhat resolved. Patient stated if they sat the highest it got was 4 bars but it they were standing/leaning it was 6 bars however they couldn't lead/stand due to back so they just accept 4 bars and have to charge longer.